Event description:
Retroperitoneum bleed post ir angiogram with the likely source of the hemorrhage in the groin region is from the angiographic access site. Ems reports the patient got home and took a hot shower, however she then began to experience right-sided groin/lower abdominal pain in the area where the catheter was placed for the procedure, that began to radiate up her abdomen. Ems states the patient was responding initially, however they state the patient became unresponsive at approximately 1530 today with associated right sided weakness. Because of her complaint of groin pain with the suspicion of a clinical hematoma and emergent CT was then performed which demonstrated a large retroperitoneal hematoma with evidence of active bleeding. Acute hemorrhage greater than 24 hours after hemostasis was achieved using an angio-seal. The likely source of the hemorrhage in the groin region is from the angiographic access site.